Manufacturer narrative:
(B)(4). Date sent: 04/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2025 d4: batch #216d74 corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a gst60t reload loaded on the device. The reload was received with no apparent damage and fully fired. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Upon visual inspection, the anvil bent was noted slightly upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no malformed staples were observed. Additionally, photos were provided and they showed the condition of the reported event. However, the tissue with the malformed staples was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number 216d74, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that staples were malformed on remnant stomach after completion of first firing of the device. Another stapler was used to complete the procedure with a delay of five minutes. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 03/31/25 d4: batch #unk. Additional information was requested, and the following was obtained: first firing surgeon fires more laterally and is about 3-4cm from the pylorus. Surgeon held compression for 15 + secs and slowly pulse fired device. Surgeon ensures there is a small gap between tissue and proximal jaws. Motor did not struggle and sounded normal. After completion of first firing bougie is inserted. Can the tissue with the staples be returned for analysis? We can provide a special tissue return shipper kit. Unfortunately, have already been sent to pathology was the staple malformation noticed on one or both sides of the cutline? One side, remnant stomach only. Was there any movement of the tissue noticed during firing? No, very stable during firing were staple formation issues identified in all six rows or all three rows on one side of the cutline. If not, which rows were malformed and which rows were properly formed. May need a drawing. Only remnant stomach, could not make out if all rows were there. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9er3v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.